Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address infection. Update rec'd 8/6/2015: litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, infection, and inflammation. A cup and stem are now being added to address allegations of inflammation. The existing liner and head are being reported to address allegations of metal on metal.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search found no other related or similar reports against the provided product and lot combinations. Additionally, research using the as400 system indicates that several pieces from the reported lots have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The patient was primarily implanted in (B)(6) 2010 and revised in (B)(6) 2014. It is not likely or reasonable to assume the depuy devices contributed to the patients reported infection more than three years post primary. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.